Event description:
Boston scientific received information that at implant, this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a high, out of range pacing lead impedance measurement of more than 2,000 ohms. There was also loss of capture at maximum device output. The physician tried to use a connector tool to test and the same issue was observed. The impedance measurement was fine and had capture when the physician retracted the helix and repositioned the lead. Boston scientific technical services (ts) confirmed that there were no other observations noted. Alligator clips were also functioning as intended.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.